Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis acu was showing a software problem, stuck on the screen "cfn admin" and requesting the password. A technical support specialist dialed into the station (acu / (B)(6) ), verified that the medapp was launched and there was no cfnapp/cfnadmin login screen, and confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had shown cfn app or admin login screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.